Event description:
It was reported that the tab of es2 screw broke, the screw breakage was not discovered until post-operative films where taken of the patient.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment. Results: the implicated blade was not returned. The implanted fragments are scheduled to be removed during a revision surgery. The removed portion (material proximal to the weld) was discarded at the hospital. It could not be determined whether blade removal tool was seated properly. It is unknown if the tool was visually checked prior to the application of removal force. The blade remover is specifically designed with a positive stop and viewing window to minimize the risk of failing to fully seat the instrument. Conclusion: it is plausible that the blade removal tool was not properly seated resulting in the direct application of load on the weld location leading to material fracture. Previous complaint history has identified insufficient seating of the blade removal tool as the most likely cause of the blade fracture at the weld location. The exact cause of this particular case could not be determined based on the information provided.